Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products : item#:unknown, unknown femoral component, lot#: unknown. Item#:unknown, unknown bearing, lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00519, 0001822565-2020-00521.

Event description:
Patient is anticipating to be scheduled for a revision approximately 20 years post-implantation due to pain, malpositioning, and poly wear.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 x-ray review by third party hcp states oversized femoral component and radiolucency at the cement hardware interface of the lateral tibial plateau. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The oversize femoral component could be one of the contributing conditions of the reported issue; however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.